Event description:
Discordant results for glucose were obtained on an advia 1800 instrument. After changing the reagent the first quality control (qc) failed and after recalibration it was low in the range (about -2s). The customer ran patient samples. Some of the samples were high and when repeated automatically, results about the normal range were obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant glucose results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and data. The fse determined the cause of the qc trend to lower values was a user error: currently used calibrator was lot 090445b with glucose value 267 while in the instrument the calibration settings were for lot 982590 with glucose value 258. The fse determined the cause of intermittent high results was reagent splatter on reagent probe 1 which was crusted and being scraped into reaction cuvettes. The fse decontaminated the reagent probe 1. The instrument is performing within specifications. Further evaluation of the device is not required.